Event description:
Prior to the implant procedure, the right ventricular (rv) lead helix was unable to extended. The rv lead was not used and a new lead was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix in the partially extended position clogged with dried blood and tissue. An x-ray inspection revealed over torque of the inner coil consistent with procedural damage. After cleaning the lead, the helix could successfully extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within required specification. The cause of the reported event was isolated to the helix being clogged with dried blood and tissue and over torque of the inner coil. Additionally, visual and x-ray inspections of the lead revealed no anomalies except for procedural damage.